Event description:
The customer reported that the biomed was informed by a monitor technician that someone at the facility may know the password and may have changed settings that resulted in alarms being turned off. This was discovered when ilyana, monitor technician noticed a waveform that should have generated an alarm but did not. Upon reviewing the bedside monitor settings, they found that the configuration did not match the settings of the other bedside monitors in the department. The end-user can adjust limits as needed to optimize monitoring of each patient, as well as limit alarm fatigue. The lowest that the spo2 lower limit can be adjusted is 50. If there was a reading of 18% that was witnessed, this would have been the patient's spo2 reading, not a lower limit setting. This desat would have triggered an alarm, which could have been silenced at the bedside or cns. Another possibility is that the spo2 lower limit could have been selected as "off." In this case, the lower limit setting would be irrelevant, and the monitor would not alarm for a desat. The logs are being collect to see what happened. No patient harm was reported.

Manufacturer narrative:
The customer reported that the biomed was informed by a monitor technician that someone at the facility may know the password and may have changed settings that resulted in alarms being turned off. This was discovered when ilyana, monitor technician noticed a waveform that should have generated an alarm but did not. Upon reviewing the bedside monitor settings, they found that the configuration did not match the settings of the other bedside monitors in the department. The end-user can adjust limits as needed to optimize monitoring of each patient, as well as limit alarm fatigue. The lowest that the spo2 lower limit can be adjusted is 50. If there was a reading of 18% that was witnessed, this would have been the patient's spo2 reading, not a lower limit setting. This desat would have triggered an alarm, which could have been silenced at the bedside or cns. Another possibility is that the spo2 lower limit could have been selected as "off." In this case, the lower limit setting would be irrelevant, and the monitor would not alarm for a desat. The logs are being collect to see what happened. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.